Manufacturer narrative:
A company rep examined the system and could not duplicate the footswitch problem. The system displayed intermittent "off" system messages during use. The system shut down at higher power settings. The company rep adjusted the crystal temperature to achieve output stability. Preventive maintenance was performed. The system was then tested and met all product specs. The root cause is unk. (B)(4).

Event description:
A customer reported that the laser unit was firing on its own and having intermittent footswitch errors during a procedure. The laser probe was not in the eye and there was no harm or injury to the pt. Add'l info has been requested.